Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove, and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted deep coaptation and long leaflets. The first clip (00211u240) was successfully deployed. A second clip delivery system (cds 00210u133) was advanced to the mitral valve. However, in order to further reduce mr, an attempt was made to reposition the clip. The clip was retracted back to the atrium when the leaflet became caught with the gripper. Troubleshooting was performed, and the gripper was freed. A tear in the anterior mitral leaflet was suspected. A decision was made to remove the cds with the clip attached and abort the procedure. Additional treatment was not provided. One clip was implanted, and mr is 4. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported difficult to remove from anatomy appears to be due to the procedural circumstances. The reported tissue damage resulting in mitral regurgitation (mr) was also due to procedural circumstances. The reported patient effect of tissue damage and mitral regurgitation(mr), as listed in the mitraclip system instructions for use is known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.